Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7104613.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead had migrated. The patient underwent a revision wherein one linear lead was replaced with a paddle lead. The patient was doing well postoperatively. The explanted lead will not be returned as it was kept by the facility.